Event description:
It was reported during the implant procedure, the lead tines got stuck in the tricuspid valve. The lead could not be repositioned and was capped. No further information is available at this time.